Manufacturer narrative:
The patient received a medication change as treatment for this event. The event is resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent thrombosis was treated with stenting and ballooning of the distal lcx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lcx. Approximately 1 month post procedure, stent thrombosis was found in the onyx stents. Investigator assessed that event is probably related to the study device and possibly related to the antiplatelet medication. Patient recovered.

Manufacturer narrative:
Cec adjudication: subacute stent thrombosis , arc definite, related to distal cx. The event was not related to a thrombotic occlusion, and the stent thrombosis was not related to non target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The study stent was not occluded; the thrombotic occlusion was reported 5mm distal to the study stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a previous medical history of aortic valve replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.